Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastric bypass procedure, the device would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with the handles open and with a cartridge loaded on the device. The reload was received fully fired and in good condition. Due to the returned condition of the shrouds, the internal components lose its intended position affecting the ability of the device to fire as intended. However, the device closed and opened properly. No functional test could be performed due to the condition of the device. No conclusion could be reached as to how the shrouds became damaged

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How was the device removed from the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? What is the current status of the patient?